Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -9.0/2.0/093 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6)2023 lens was repositioned due to lens rotation not associated to a low vault but it did not resolve the problem. On (B)(6) 2023 the lens was exchanged for a same length lens and the problem resolved. Cause of event was reported as unknown.

Manufacturer narrative:
Corrected data: b5- the reporter indicated that the surgeon implanted a 13.2mm vticmo 13.2 implantable collamer lens of diopter -9.0/+2.0/93 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023. The patient experienced a lens rotation not associated with a low vault. On (B)(6) 2023 the lens was repositioned but the problem was not resolved. On (B)(6) 2023 the lens was exchanged with the same model, power and length, different axis and the problem was resolved. Reportedly "after implantation of the 13.2mm model crystal in the patient, the crystal rotated to a fixed position, and after one adjustment, the crystal still rotated. Patient vault: 410 um. The surgeon considered 13.2mm crystal to be more appropriate". The reporter indicated the cause of the event is unknown. Claim# (B)(4).

Manufacturer narrative:
Device evaluation: h3 type of investigation code: 10 device evaluation: the lens was returned in a microcentrifuge vial with liquid. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. (B)(4).